Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a crack near the upper right corner of the lcd screen and wraps around the back. The customer also states that they noticed condensation under the screen. The customer also received a signal to low alarm, unexpected re-start, and an a-13 alarm. The customer's blood glucose was unk. Advised the customer to disconnect from the insulin pump, and to revert to their back-up plan. No further info was reported.

Manufacturer narrative:
No alarms noted during testing. Device passed unexpected restart test and self test. No moisture damage noted on the electronic or motor during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip.